Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a discrepancy between sensor and fingerstick glucose values, with the ilet displaying 317 mg/dl and a fingerstick test reading 208 mg/dl. The user calibrated the cgm by entering the fingerstick value into the ilet to resume glucose management. No outside medical intervention was required.